Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir only had 76 units showing when the customer filled it to 150 units after priming. The customer reported that the issue occurred twice. The customer was making sure that the insulin was not being primed out. The customer intended to call back after the next set change.